Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contents of tray are sterile unless package is opened or damaged, except for povidone-iodine swabs which are not terminally sterilized."

Event description:
It was reported that the patient developed a urinary tract infection allegedly because of the missing the iodine. The insertion trays are currently being manufactured without the iodine due to a market wide shortage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a urinary tract infection allegedly because of the missing the iodine. The insertion trays are currently being manufactured without the iodine due to a market wide shortage.